Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a faulty if board caused the stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of tight angulation wire. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During onsite inspection of the device, stripes in the image were found. There was no patient involvement.